Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose level was 500 mg/dl at the time of event. Customer¿s current blood glucose was 401 mg/dl. Customer reported that there were air bubbles present all over the reservoir of different sizes. Customer declined troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.